Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was determined that there was a hole near the muffler, and the rotations per minute (rpm) of the device were below operational specification. It was noted that the vanes of the device were worn out. It was further determined that the device failed pretest for hose verification, and rotational speed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose of the device. During in-house engineering evaluation it was determined that the rotations per minute (rpm) of the device were below operational specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.